Event description:
The caller from the pt's home-care provider stated that they were re cannulating a pt and found that the new 6cfs tracheostomy tube package did not contain an inner cannula. The caller believes this tracheostomy tube was inserted and used on the pt while reusing the inner cannula from the previous tracheostomy tube. The caller requested a replacement cfs tracheostomy tube be sent to the pt overnight. In a follow up call with the customer on (B)(6) 2009 she confirmed the pt did receive the replacement 6cfs tracheostomy tube, however, the pt is still using the tracheostomy tube that had the missing inner cannula. She stated she understands that this is not recommended. The caller did not have the box, and there is no lot or expiration date available.